Manufacturer narrative:
Other applicable components are: product ID: 3080, lot# n23190, implanted: (B)(6) 1998, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins was replaced because the "leads were bad". The revision occurred in (B)(6) 2014 and the issue was resolved. No patient symptoms were reported. No complications were reported or anticipated.